Manufacturer narrative:
Additional information was received and it was reported that this complaint was related only to an intraocular lens (iol) being locked up (stuck in cartridge). This event has now been determined not to be a reportable event. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was implanted and unknown if explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) locked up and damaged the cartridge tip. No further information was provided.